Manufacturer narrative:
(B)(4).

Event description:
It was reported during an in clinic check-up, it was noted the device had delivered a vibratory notification which indicated upper out of range high voltage lead impedance in the superior vena cava to can vector. There has not been any updates to the readings. No intervention was planned for the time being. No further information is available.